Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis lucera ultrasound gastrovideoscope angle lock was abnormally loose. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: a foreign material near the forceps elevator. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found a foreign material near the forceps elevator. In addition to the reportable malfunction, the following were noted: due to wear of the angle wire, the play of the upward/downward angulation control knob was out of the standard value and the bending angle in the up direction did not meet the standard value; the bending section cover had slack; the adhesive on the bending section cover was detached, had a chip and a crack; due to damage on the ultrasonic probe, the displayed ultrasound image was defective with missing elements; the acoustic lens had a scratch; the image guide protector had discoloration; the objective lens had a scratch; the connecting tube had coating peeling. The cleaning, disinfection, and sterilization (cds) was performed by the customer. The scope was reprocessed before being sent to olympus for repair. The customer did not know what the foreign material was. It was unknown if there was any delay to starting precleaning, if the device was presoaked in detergent, or if the forceps elevator was raised/lowered three times while immersed in detergent solution and flushed with detergent. The forceps elevator was brushed during reprocessing. There were no abnormalities reported in the accessories used for reprocessing. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.